Event description:
It was reported that a patient underwent a surgical procedure on the hip on an unknown date and suture was used. Approximately 8 days after the procedure, the patient experienced a wound dehiscence. The wound was flushed and infected. The patient was prescribed antibiotics. Additional information was requested.

Manufacturer narrative:
Upon review of new information, it was noted that this product was not used during the surgery. Therefore, there is no serious injury related to this product.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.